Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. This device is not FDA listed and therefore no product or 510k code was available at the time of this report submission.

Event description:
The customer reported that the new (out of box) battery conditioner started smoking and exploded when the power cord was connected. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips received a complaint on this product with limited information and conservatively reported as a malfunction. As a part of initial report #9610816-2023-00179, the FDA product code ¿not¿ was sent in absence of a FDA product code. Since the submission of that initial report, philips has determined that the assy-pwr smart battery conditioner is not a medical device in europe or united states of america, and this case has been determined to be not reportable and no FDA product code exists for this product. H3 other text : not an FDA registered medical device.